Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pleuritic chest pain and neck pain post implant of the right atrial (ra) lead. The pain was sharp, radiating in the chest and neck, and worsened with positional changes. The lead was revised and remains in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.